Manufacturer narrative:
(B)(4). This is an initial/final report. It was reported by the hospital contact that this coil (cdf10030430/g14743) had re-sheathing failure issue. This procedure was successfully done. It was initially reported that this product will be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging unreported damage of the coil being returned unsheathed, entangled, and stretched was found. Located at the distal tip of the skive, the coil and core wire protrude through the sheath. The coil has been stretched. Due to post-procedural handling, cleaning, and packaging, the exact circumstances of how and when this coil damage occurred cannot be determined, however based on historical and returned evidence, it is highly likely that a fast retraction of the coil into the distal tip of the green introducer caused the distal tip of the coil to catch the edge of the distal tip of the green introducer. This caused the coil to become temporarily anchored on the distal tip of the green introducer which kinked the coil, caused the coil to stretch, and pulled the ball tip inside the coil. The distal section of the coil has been severely kinked and the ball tip has been retracted inside the coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The complaint of the resheathing difficulty is confirmed. While the exact root cause cannot be determined in this specific case, the evidence suggests that two contributing factors may have led to the resheathing difficulty. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have opened up the skive at the protrusion site prior to the resheathing difficulty, caused a portion of the coil damage, and caused the coil¿s socket ring to push the outer sheath proximally. When the coil was being retracted for resheathing purposes, the core wire and the coil protruded outside the sheath through the opened skive. In this condition the coil cannot be resheathed for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary, but equally important contributing factor to the resheathing difficulty may have occurred if the resheathing tool was advanced past the clear/green section and onto the proximal green introducer sheath section. When the resheathing tool was retracted over this section, the skive may have opened up. This would have allowed the core wire and coil to protrude outside the sheath. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿ ¿ continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that this coil (cdf10030430/g14743) had re-sheathing failure issue. This procedure was successfully done. It was initially reported that this product will be returned for analysis.